Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had initial surgery in 2016 and had enhancement surgery on (B)(6) 2018. It was reported that patient had epithelial ingrowth in left eye that was possibly contributing to astigmatism. The enhancement procedure was done and cells were removed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision. Patient reported symptoms are not interfering with daily activities and symptoms resolved on (B)(6) 2018. Bcva from (B)(6) 2017: right eye pre-op 20/25 .50 x -1.25 x 95, left eye pre-op 20/20 1.25 x -1.00 x 70. Bcva from (B)(6) 2018: left eye post-op 20/25 .75 x .00 x 90.

Manufacturer narrative:
It was incorrectly reported that patient had surgery in 2016. Patient initial surgery was in 2017. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.